Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming central processing unit (cpu) host module was replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming central processing unit (cpu) host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system froze. An alternate system was used to proceed with surgery.

Manufacturer narrative:
Central processing unit (cpu) host was received for sample evaluation. A visual assessment of the returned samples found no visual non-conformities. The sample was installed into a calibrated system, where it failed to boot up, confirming that it was nonconforming. The root cause of the reported event can be attributed to central processing unit (cpu) host. The manufacturer internal reference number is: (B)(4).